Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (germany) the patient was unable to recharge the ipg. In addition, communication could not be established between the ipg and patient programmer. Surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored with the new ipg.

Event description:
Follow-up identified the patient lost stimulation due to the issue.

Manufacturer narrative:
The implant date that was provided was incorrect. The physician is unable to provide the correct implant date for this patient.